Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced continuous low blood glucose (bg value not provided). Customer alleged pump was not delivering the correct amount of insulin. Customer had to disconnect call from tandem technical support (cts) prior to providing additional information. Although multiple attempts were made by cts to obtain additional information, customer did not reply.